Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and could not be completed because the receiver would not boot up; therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and found that the j3 is disconnected from the pcb and/or usb pin(s) are damaged. Due to moisture damage, a complete investigation could not be performed. There was no alleged malfunction reported on the returned device.